Event description:
The patient presented to the hospital due to some dizziness and syncope. The ECG revealed lack of right and left capture. High thresholds were observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.